Manufacturer narrative:
The doctor made a new crown for tooth #19 and cemented it for the patient. On (B)(6) 2013, the patient returned after experiencing a crown failure and broken lingual cusp on tooth #12 and #13. The doctor re-seated the crown and repaired the cusps. To date, the patient is fine. The product involved in the alleged incident was not returned and no lot number was provided; therefore, no evaluations can be conducted.

Event description:
A doctor alleged that a patient had experienced bond failures after placement with the maxcem elite product.